Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade did not spin continuously. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.